Event description:
The tip of a jackson pratt drain placed in the hand during a carpal tunnel procedure broke off while in the hand. It was removed under a local anesthetic without harm to the patient.